Manufacturer narrative:
In review of the file, in the initial MDR, device code 1077 was entered, however this code was incorrect. The appropriate device code is 1426. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Model#: unknown/not provided serial#: unknown/not provided catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: not applicable, as lens remains implanted in the patient. The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. Neither can a review of the device/lot history record and complaint trending for this device will be performed, because there is no confirmation on the model and serial number of the suspect product. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor saw optic opacification on the phacoflex intraocular lens (iol) that was implanted in a patient. There was no indication of any patient visual issues. And it was learnt that there is no plan of any secondary surgical procedure for now. Due diligence follow-up was performed but no additional information was provided.